Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that during the procedure a visi pro stent was removed from the box and it was noticed that one of the struts was bent. The physician tried to advance the stent via the guiding catheter to renal artery but it stuck. It was then removed and the patient was treated using another visi pro stent. Case was finished successfully and patient was reported to be in a good condition. Evaluation summary: the visi-pro balloon-expandable peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The visi-pro was coiled and exhibited contact with a sanguine environment. The distal end of the stent was examined: no abnormalities or deformities were noted. The proximal end of the stent was examined: one of the marker spheres and a strut were folded distally on to the stent. The maximum diameter where the strut is bent over measured 0.09611in. The label states the device is compatible with a 6f sheath (0.079in).